Event description:
The customer was hospitalized for dka. The customer was vomiting. In addition, the customer mentioned that customer had consistent alarms. Troubleshooting could not be performed due to the lack of supplies. It was indicated that the customer was disconnected and run a fixed prime. Also the customer has history of bent cannulas. The customer will continue to be disconnected and remove the reservoir from the pump.